Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported by the patient's attorney through a legal claim that allegedly on (B)(6) 2018 the patient underwent a left total knee arthroplasty with simplex hv bone cement. It is further alleged that on (B)(6) 2019 the patient underwent revision surgery due to alleged loosening.

Event description:
It was reported by the patient's attorney through a legal claim that allegedly on (B)(6) 2018 the patient underwent a left total knee arthroplasty with simplex hv bone cement. It is further alleged that on (B)(6) 2019 the patient underwent revision surgery due to alleged loosening.

Manufacturer narrative:
Corrected data: it was discovered that the selection for b2 was inadvertently missed during the submission of the initial report. B2 has been updated with the appropriate information. Additional manufacturer narrative: reported event: an event regarding loosening involving a simplex cement mix was reported. The event relates to product supplied by an OEM. Conclusions: the reported device is an OEM product. OEM supplier investigation results ref #(B)(4). Immediate action control of batch documentation root cause patient-specific cause final risk assessment in order to rule out a product defect, the batch documentation was checked. During testing, no deviations were found, so that a product-specific cause can be excluded. Based on clinical data from published literature, aseptic loosening is a known common complication associated with joint replacement with or without bone cement, which have a variety of causes, e.g. The surgical method or patient behavior. Since it is not known whether the surgical techniques recommended in the IFU were used, no statement can be made as to whether this an influence on loosening of the joint. For this reason, no further actions will be done. Corrective action/preventive action: no action is required by stryker at this time as the investigation for this event is performed by the OEM. H3 other text: device not available.